Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed electrical safety (the values measured are attached on units once received). There was no patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). D9. Date returned to mfg: 27-may-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in good condition. After visual inspection, functional testing was performed. Device failed ground bond testing (>100m), but the device passed leakage current tests. The customer's indicated failure was confirmed. The probable root cause was traced to the assembler, and the improper assembly of the ground stud washer. The ground stud washer was re-assembled, and the device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.